Event description:
It was reported by the patient that she / he underwent a hernia repair procedure on (B)(6) 2007 and mesh was implanted. The patient reports chronic pain for 2 years. The mesh was removed on (B)(6) 2009 due to the risk of permanent damage to the internal organs.

Manufacturer narrative:
(B)(4) - pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).